Event description:
Pt reported elevated blood glucose readings often up to 300-400 mg/dl. Pt stated this morning the blood glucose level was more than 500 mg/dl; took correction via injection. Pt's normal blood glucose range is 90-140 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.